Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device upn and batch number; therefore the manufacture date and expiration date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two alliance inflation syringe used in the same patient and procedure. It was reported to boston scientific corporation that two alliance inflation syringe devices were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when pressure was applied, it was noted that the gauge of the device did not increase at all, even though balloon was confirmed to be inflating. The same issue occurred with the second alliance inflation syringe device. Balloon inflation was confirmed to be completed visually, so the procedure was completed at this time. There were no patient complications reported as a result of this event.